Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod on the arm between 36 and 48 hours. In addition to elevated bg, patient's ketones measured 6.6 and patient began to vomit. Mother contacted patient's physician and was instructed to administer manual injection of insulin (1 unit) and bring patient to hospital. Patient was officially diagnosed with diabetic ketoacidosis (dka) and admitted into the intensive care unit (ICU), thereafter. Treatment included pod removal from site, fluid replacement due to dehydration, intravenous (IV) delivery of insulin via insulin drip, IV electrolyte replacement, and an IV of zofran for nausea. Furthermore, as a result of this event, physician changed the following settings in person diabetes manager (pdm): sensitivity factor (250 to 240), insulin to carb ratio (1 unit: 35 carbs changed to 1 unit: 32 carbs), basal settings (7am to 10pm was 0.35 units/hour - changed to 0.40 units/hour).